Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. Peristaltic mechanism was replaced but with no other evidences to confirm the origin of the defect the root cause of this issue cannot be identified. It is also to be noted that this part is very rarely replaced unless the device had been mishandled such as being hit or dropped. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
"Motor rotation" (error 01); peristaltic pump mechanism replaced.